Manufacturer narrative:
Analysis received the unit with blank display due to corroded inside the battery tube. Analysis was unable to perform the functional testing to verify the battery out limit alarm, low battery alarm and motor error alarm. However, motor was test outside of the device and passed. There was no damage found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 121 mg/dl at the time of incident. The insulin pump will be returned for analysis.